Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis on (B)(6) 2014. Customer's blood glucose level was 460 mg/dl. There were no significant events and no accidents. Customer was wearing the pump before the hospitalization. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.